Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Visual inspection showed no abnormality was found in appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, insufflation was not possible at 10l/min or more on the high flow insufflation unit during insufflation. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event was unable to be identified.olympus will continue to monitor field performance for this device.